Event description:
It was reported that the patient found blue particules at the end of the extension tube of the catheter when it was due for maintenance. The maintenance personnel aspirated multiple times until no more particules were seen, and flushed and sealed the catheter. Around two hours after the patient returned home, he found blue particules at the extension tube again and returned to the PICC clinic again. The catheter was removed after the surgeon and the patient made negotiation.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of material within the catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of 4fr s/l groshong nxt catheter. The photograph depicted the proximal connector segment, extending from part of the flushing connector to part of the suture wing. Usage residues were observed on/in the sample and the sample was resting on gauze which also exhibited blood residue. A blue particle appeared to be contained within the extension tubing. Blue material appeared to be visible within the depicted device; however, inspection of the submitted photograph was insufficient to identify the source of the material. Potential sources include the catheter and the connector compression sleeve, potentially deposited due to catheter/connector assembly technique.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx4288 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient found blue particules at the end of the extension tube of the catheter when it was due for maintenance. The maintenance personnel aspirated multiple times until no more particules were seen, and flushed and sealed the catheter. Around two hours after the patient returned home, he found blue particules at the extension tube again and returned to the PICC clinic again. The catheter was removed after the surgeon and the patient made negotiation.